Event description:
Allegedly patient was sitting in p/c powered on while he was in tilted position chair started to spark, smoke, arc, and flame near motor.

Event description:
Allegedly patient was sitting in p/c powered on while he was in tilted position chair started to spark, smoke, arc, and flame near motor.

Manufacturer narrative:
There are conflicting reports regarding the alleged incident. Some reports discuss flame/fire while others state only spark/smoke. The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
Pride does not install the power tech vent module or its associated harnesses. Pride installs a run plug in the end of the pto harness and slips the harness into the base for the dealer to install power attachments when it is fitted to the patient. The dealer photos suggest that the dealer routed the harness improperly where it was dragged and caught between the system seating.